Event description:
It was reported that the patients ipg was non-functional. No device malfunction was suspected per the physician. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.